Manufacturer narrative:
Conclusions - no samples were available for the investigation; however, pictures were provided of the defective unit. Our quality engineer visually examined the pictures and could not perform a root cause analysis based on the pictures. The engineer concluded that a probable cause could be that the user used excessive force to activate the needle. The device history could not be reviewed as the lot number is unknown. (B)(4).

Event description:
When the user tried to retract the needle, it recoiled and a needle stick injury occurred.